Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. The molecular weight of this batch of screws is greater than 200 000 daltons is indicative of good injection conditions. The shape and location of breakage are characteristic of torsional failure. In the absence of several elements regarding the circumstances surrounding screw breakage, the following hypothesis could explain said breakage: while it was being screwed in, the screw followed a trajectory which diverged from the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall. These stresses caused deformation to the screw recess; they are almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which caused the screw to break.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "There was the procedure reconstruction of acl. The screw compositcp was broken during screw-driving. Two pieces of screw removed from body of the patent. The procedure was delay 10 minutes.".